Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the wake button was hard to press and required multiple presses to turn on. The customer's blood glucose level was 135-135 mg/dl. The pump was replaced to address the issue.